Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 600cc gel breast prostheses developed baker grade IV capsular contracture in both of her breasts. As a result, the patient underwent bilateral explantation on (B)(6) 2019. Rupture of the patient¿s right breast prosthesis was discovered during the explantation surgery. The patient did not replace her breast prostheses. It was reported that the patient feels that there was mold in her implants and she believes that was what caused the rupture of the right breast prosthesis. Mold was not mentioned in the operative report for the explantation surgery. Additionally, pathology results were reviewed, and there was no evidence of mold. Mentor cannot currently confirm the presence of mold because the devices have not been returned for analysis. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the event reported, the patient developed capsular contracture in her left breast. Furthermore, the patient stated that she feels there is mold in implant. During visual inspection of the device, a crease in the anterior view was observed. No evidence of foreign matter was observed in the implant. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).